Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to inflation issues and fluid leakage. The device was explanted and replaced. No patient complications were reported.